Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system powered on and after an hour and a half, the battery meter displayed to be at one bar. Additionally, the pendant was noted to be in standalone mode. Remote connection found that the frame grabber was off and that the pleora was receiving power but there was no activity on the network port. A second network cable was connected between the pleora and computer of the viewing station without resolution. The computer the representative was using and the computer of the viewing station were then connected and network connectivity was achieved. The representative then returned to the site and replaced the pleora and motion batteries for the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The pleora has been received by the manufacturer for evaluation. However, results are not available at this time. The batteries have not been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system would not power on. It was noted that several clicking noises emitted from the imaging system. The imaging system was plugged in while being drive, the system then charged and powered on. Once powered on, the imaging system was in standalone mode. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The analysis of the pleora was completed by medtronic personnel. Testing found that the communication leds were not operating when installed in a known operational imaging system. It was noted that the imaging system would not ready and the system entered standalone mode without prompt. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.